Event description:
Subsequent to the initial MDR, additional information has been provided.

Manufacturer narrative:
B2 outcomes attributed to adverse event - additional information. H2: additional information. H6: health effect - impact code - additional information.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. According to the patient, on (B)(6) 2026, during the night, the patient¿s continuous glucose monitor (cgm) reportedly performed a software update, which the patient stated resulted in a loss of bluetooth connectivity. As a result, glucose data was not transmitted to the controller, and no hypoglycemic alarms were received while automated insulin delivery remained active. The patient reported that blood glucose levels subsequently dropped significantly. The patient¿s husband awoke to find the patient experiencing a seizure and contacted emergency medical services. The patient experienced hypoglycemia, with seizure, loss of consciousness, oral drooling, nausea, fatigue, and leg pain. The paramedics estimated blood glucose to be approximately 0.2¿0.3 mmol/l (3.6¿5.4 mg/dl) based on manual testing, which was too low to register accurately. The patient required paramedic assistance with medical intervention and was treated with glucose injection, glucose and ondansetron after IV access, IV glucose infusion, morphine via IV for leg pain. A screenshot and a two-week glooko report was provided, indicating blood glucose readings below 3.0 mmol/l (54 mg/dl) on the date of the event; however, the exact blood glucose value at the onset of symptoms could not be confirmed. The healthcare professional were unable to determine a definitive cause for the event. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. A review of performance data shows that the patient's low alert was set to 3.9 mmol/l with the audio set to sound. The urgent low alert is fixed at 55 mg/dl; the audio was set to sound and the snooze feature was set to 30 minutes. The signal loss alert was set to sound and was set to trigger after 20 minutes of continuous signal loss. Data investigation shows that at 2:13 am on (B)(6) 2026, the patient entered a period of signal loss that lasted until 6:58 am that same morning. The last estimated glucose value the patient received prior to the onset of signal loss was a reading of 8.3 mmol/l at 2:08 am. The availability of backfilled data shows that the patient¿s estimated glucose values started dropping soon after the signal loss started, exceeding the urgent low alert threshold at 2:53 am with an egv of 2.5 mmol/l. Her egvs continued to drop from there, reaching low (less than 2.2 mmol/l) at 2:58 am where they stayed for the next 45 minutes. No backfilled readings could be registered from 3:43 am to 4:33 am. Backfilled readings returned at 4:38 am, at which point the patient was still reading low, but the readings started rising slightly from that point. Between 4:43 am and 6:28 am, the patient's backfilled egvs ranged from 2.9 mmol/l to 5.4 mmol/l. Her egvs crossed back into target range at 6:33 am with a reading of 4.9 and continued to rise after that. The complaint was confirmed as signal loss over an hour. The root cause of the signal loss could not be determined. Although the root cause could not be determined, the signal loss was not caused by any of the following issues: a communication error between the app and the transmitter, no communication between the app and the transmitter, an app or operating system update, an app crash, low battery level on the mobile device, or the patient closing the app. No additional event or patient information is available.